Event description:
It was reported that pump speaker was not audible even though sound and vibrate settings were turned on as expected. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.